Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2014-23211, 23212. The pt reported she is experiencing ineffective stimulation. The pt also stated she turns the amplitude up; however, she is not receiving the same relief as she once did. Surgical intervention may be taken at a later date to address the issue.